Manufacturer narrative:
A titan touch pump and two cylinders were returned for evaluation. A separation near confined abrasion was noted on the shorter exhaust tube of the pump at the pump/tubing junction. This was a site of leakage. Another site of confined abrasion was noted near a partial separation on the longer exhaust tube of the pump at the pump/tube junction. This was not a site of leakage. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the shorter exhaust tube of the pump at the pump/tube junction indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a malfunction occurred. Another device was implanted.